Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 240.4150. There was no patient harm.

Event description:
It was reported that the device had error code 240.4150. There was no patient harm.

Manufacturer narrative:
Correction: PMA / 510(k)#, report source, report source other, initial reporter occupation, other occupation annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a0709 annex g: g0301204 annex b: b01, b14 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of complaint of error code 240.4150 (sensor broken high failure) was confirmed during log review and testing. ¿ the suspect pump module was attached to a known good dchu lab pcu. Pump module alarmed for a ¿check IV set¿. ¿ the suspect pump module was found to have a malfunctioning of the bottle side pressure sensor, while the patient side sensor was within specification. ¿ the bottle side pressure was temporarily replaced with a known good test dchu lab pressure sensor for testing purposes only, and no further channel errors were noted during the laboratory testing. ¿ a review of the pump module error log showed four (4) instances of error code 240.4150 (sensor broken high failure): two (2) recorded on (B)(6) 2024. One (1) recorded on (B)(6) 2024 and one (1) recorded on (B)(6) 2024. ¿ on (B)(6) 2024, between 8:43 am and 8:44 am, the pump module was power on, the pump module alarmed ¿check IV set¿, the user pressed channel selected and programmed an infusion at a rate of 100ml/h with vtbi of 100ml, the infusion was started, the pump module alarmed channel malfunction¿ (error code 240.4150), the user pressed channel off. ¿ according to the user manual v12.3 notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. ¿ bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ inspection and testing of the incident pcu and administration set were not returned for this investigation; therefore, testing could not be performed. ¿ this issue was escalated for further investigation via dir#(B)(4). ¿ the device was reported with patient involvement but no harm. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module has been opened for investigation. Please replace the bottle pressure sensor. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. Root cause: the root cause of the reported error code 240.4150 (sensor broken high failure) is attributed to a malfunctioning bottle side pressure sensor. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.